Event description:
It was reported that the device had a flashing service wrench. Multiple times, the device logged a fault code in memory to indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed main pcb assembly at the failure analysis ctr and was unable to determine further component root cause.